Event description:
It was reported that the device was used during a breast biopsy. The gears did not appear to be working properly on the probes and they were not cutting properly. They changed probes and completed the case with no reported consequence to the patient.

Manufacturer narrative:
Dislodged vacuum hose. Evaluation summary: device a was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. Probes (b&c) were received in good physical condition. The probes were connected to a test holster and control module and initialized properly. Upon disassembly, the vacuum hose was found to be dislodged. All other information is the same for all devices.